Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken main tube at the distal tip. Pieces measuring proximately 8.59mm x 6.57mm and 20.27mm x 8.62mm were not returned with the instrument. Components adjacent to this broken main tube did not show damage.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, a piece of the distal shaft covering was noticed broken off from a fenestrated bipolar forceps (fbf) instrument. The staff noticed the issue while exchanging instruments. A fragment fell inside the patient and was removed from the patient during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fbf instrument was not found to have any defects prior to the case. However, the instrument breakage was discovered after removal of the device from the patient. The instrument appeared to function properly during the case. A large fragment fell inside the patient but was retrieved using a laparoscopic instrument. All pieces were confirmed intact by reconstructing them on the back table. No additional surgery, imaging, or conversion from robotic technique was needed, and no injury or post-surgical complications occurred.